Manufacturer narrative:
Batch review performed on 18 october 2021: lot 188567: (B)(4) items manufactured and released on 08-jan-2019. Expiration date: 2023-dec-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 year and 8 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.